Manufacturer narrative:
(B)(4). Visual exam found a pin is seized in the guide as reported. Dimensional analysis of guide found 4 of the 6 holes conforming. The remaining holes either contain the pin or exhibit galling which have reduced their diameter. Guide lot has approximate field age of 1 year and 9 months. The device is used for treatment. Instructions for use included with guide states "where instruments form part of a larger assembly, check the devices assemble readily with mating components. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement." No other complaints of any type have been reported for this lot of cut guides. The reported event can most likely be attributed to normal wear and tear. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery that the surgeon discovered a pin seized up in the cut guide. Surgeon was unable to remove the pin from the cut guide.